Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the speaker not producing audio, caused by a failed speaker. The speaker was replaced.

Event description:
It was reported that the speaker on a spectrum pump was not working. It was also reported that there was no patient injury.